Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing found the device had no telemetry and no magnet response. Further testing did not confirm these conditions; the condition disappeared during analysis. The cause of the anomalous condition could not be determined.